Event description:
Allegedly, per bernhard et al. (The journal of arthroplasty 2020), patient had a posterior dislocation 6 days postoperatively treated with a closed reduction. The products involved were not provided in the paper. Additional information received on 11/02/2020: partial product names.